Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead. The rv lead pace impedances were around 600 ohms, then jumped to 2028 ohms which triggered the switch. The patient was evaluated to try and reproduce out of range impedance measurements and noise, but all values remained normal. The pacemaker was reprogrammed back to bipolar and the patient will be monitored. This pacemaker remains in service. The rv lead is a competitor's product. No adverse patient effects were reported.